Event description:
The customer reported the ventilator restarted while in use on a pt. The customer reported the ventilator did alarm and there was no pt harm. The MFR's field service tech was unable to duplicate the customer reported problem. The service tech verified a diagnostic code in the ventilator log history that indicated a ventilator restart. The service tech replaced the cpu board as a precaution. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na